Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Australia. Allegedly, a patient had motiva implants in (B)(6) 2025 and six months later had decided to upsize her implants on the (B)(6) 2026. The patient had her surgery, and it was found on the right side to be a ruptured implant.